Event description:
It was reported in an article entitled "interspinous spacer decompression (x-stop) for lumbar spinal stenosis and degenerative disc disease: a multi-center study with a minimum 3 year follow-up." That during follow-up, one patient experienced spontaneous painful spinal process fracture.

Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.